Event description:
Per repair document, alarming or red light.

Manufacturer narrative:
Per repair document, alarming or red light. Per repair document, 4-way valve contaminated and sieve bed replaced.